Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported during the procedure that the device was attempted, but not used due to a non-operational setscrew. The device was not implanted. No patient complications have been reported as a result of this event.